Event description:
A malfunction was reported where the customer's pump repeatedly looped to change the cartridge after filling the tubing. The customer's blood glucose level went excessively high but no specific value was given; the display read "high." To address this, the customer administered a correction injection via multiple daily injections (mdi) and did not require any third-party assistance. The customer contacted technical support (cts) for help, who assisted with attempting to reload the cartridge.